Manufacturer narrative:
Investigation: based on the article details the getinge icast covered stents performed as expected. The icast covered stents are indicated for use for "the treatment of tracheobronchial strictures produced by malignant neoplasms." In this case the product was used for its intended indication. As with all procedures there are hazards and adverse events associated with the se of the icast covered stent. The instructions for use (IFU) states the following that addresses the adverse events described in the article. "Hazards and adverse events: as with all procedures that utilize techniques for introducing a catheter, bronchoscope, endotracheal tube, or introducer sheath into the tracheobronchial system lumen, complications may be expected. Similarly, complications and adverse events can occur when using any endoluminal device in the tracheobronchial application. These include, but are not limited to: endoprosthesis misplacement, endoprosthesis migration, aphonia, recurrent dyspnea, infection, septic shock, endoprosthesis occlusion due to tumor or granulomatous tissue overgrowth at the device ends, mucous accumulation within the endoprosthesis, tracheobronchial wall ulceration, perforation or hemorrhage, and death. The patient should be advised to contact the physician should an adverse reaction occur." The product lot number was not provided therefore a review of the device history records was unable to be performed. Based on the details of the article there is no reason to believe that the icast covered stents were the cause of the events described in the article. The conclusion within the article stated that ¿interventional modalities like repeated balloon dilations and bronchial stenting are required for long term management of airway stenosis¿. H3 other text: device not available for return.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
Received an article: khan, a. E. (2020). A rare case of sarcoidosis with complete bronchial obstruction. Journal of bronchology and interventional pulmonology, e59-e61. Purpose: to describe a case of sarcoidosis with extensive bronchial inflammation causing complete airway obstruction. Method: a case study conclusion: interventional modalities like repeated balloon dilations and bronchial stenting are required for long term management of airway stenosis per the article adverse events included bleeding, inflammation and granulation tissue.